Event description:
The customer reported a leak of approximately 10 milliliters from the red blood cell (rbc) bath of the coulter act diff analyzer. The customer indicated that the leak was contained within the instrument. Customer technical support (cts) assisted the customer with troubleshooting over the telephone and advised the customer to replace the check valve under the rbc bath. However, the issue was not resolved and the rbc bath continued to overflow. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and removed a clog by flushing the red blood cell (rbc) drain tubing at pinch valve lv14. In conclusion, failure mode of the event is attributed to a clogged rbc bath drain tubing at lv14. (B)(4).